Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose (bg) levels reached 33 mg/dl while wearing the pod. Symptoms reported include fatigue, sweating profusely, and not feeling good in general. At the hospital they ran tests, patient was given food and drinks, as well as being placed on intravenous therapy of fluids and insulin. Due to the patient¿s hospitalization medications were adjusted from 2000mg of metformin to 1000mg. The pod was removed prior to hospitalization. The patient was released four days later.